Manufacturer narrative:
Investigation conclusion the customer reported when the package was opened, it was found that the tube of the urinary drainage bag was kinking and won't let urine flow through. There was no patient harm. The device history record review could not be performed since no lot number was provided from customer complaint report, and no photo sample/actual sample with lot number was received. One decontaminated sample without a lot number was received for evaluation. The analysis of the sample was carried out and a kink was identified on the pvc tube. A review was performed through the manufacturing process, all processes and controls were found to be adequately followed, including sub-assemblies, finished product assembly, and product packaging and inspections. In addition, product quality control inspections were carried out for material release; and a 100% visual inspection is carried out by the production personnel during the packaging process. Since assembly process for coiling is a manually process performed by the operator, is possible that coiling process was not performed according to the assembly method. The actions implemented in the assembly process, as a containment action, a quality alert was generated as an additional measure for the correct storage and coiling of the material in the assembly process; in addition, personnel production received an awareness notification from the condition reported. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tube of the urinary drainage bag was kinking and it wouldn't let urine flow through. There was no patient harm.